Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ severe and persistent pain/ pain"), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") in a (B)(6) female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2012. The patient's past medical history included fibromyalgia, thyroid disorder and anemia. Concomitant products included cyanocobalamin-tannin complex (b12), fluoxetine hydrochloride (prozac) since 2011, ibuprofen, liraglutide (victoza) and zolpidem tartrate (ambien) since 2014. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2011, 24 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhoea"). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("infection (vaginal) / yeast infection"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced anaemia ("blood or heart disorder/ anemia"). The patient was treated with surgery : salpingectomy (bilateral removal of fallopian tubes) and hysterectomy. Essure was removed on (B)(6) 2014. In (B)(6) 2014, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. In (B)(6) 2014, the nausea and weight increased had resolved. In (B)(6) 2014, the dyspareunia had resolved. At the time of the report, the pelvic pain, fatigue, anaemia and dysmenorrhoea outcome was unknown and the vulvovaginal mycotic infection had resolved. The reporter considered anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. On (B)(6) 2012: dye confirmation test . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events abnormal bleeding, abnormal bleeding (vaginal/menorrhagia), blood or heart disorder/condition/ anemia, dyspareunia (painful sexual intercourse), failure to occlude (close) fallopian tube(s), fatigue, vaginal yeast infection, nausea, severe and persistent pain (merged to physical pain), weight gain are added. Hysterectomy and salpingectomy (bilateral removal of fallopian tubes) added as treatment. Lot number added. Lab data updated. Historical condition and concomitant drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ severe and persistent pain/ pain"), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") in a 38-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2012. The patient's past medical history included fibromyalgia, thyroid disorder, anemia and dysfunctional uterine bleeding. Concurrent conditions included abdominal pain, chronic cervicitis, dysplasia, leiomyoma and adenomyosis. Concomitant products included cyanocobalamin-tannin complex (b12), fluoxetine hydrochloride (prozac) since 2011, ibuprofen, liraglutide (victoza) and zolpidem tartrate (ambien cr) since 2014. In 2011, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 24 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhoea"). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("infection (vaginal) / yeast infection"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced anaemia ("blood or heart disorder/ anemia"). The patient was treated with surgery (robotic laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. In march 2014, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. In april 2014, the nausea and weight increased had resolved. In may 2014, the dyspareunia had resolved. At the time of the report, the pelvic pain, anaemia, fatigue and dysmenorrhoea outcome was unknown and the vulvovaginal mycotic infection had resolved. The reporter considered anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. (B)(6) 2012: dye confirmation test most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Medically confirmed case. Reporter and patient demographics were added. . Historical condition, concomitant disease were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ severe and persistent pain/ pain"), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") and haemorrhagic anaemia ("blood or heart disorder/ anemia") in a 38-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2012. The patient's past medical history included fibromyalgia, thyroid disorder, anemia and dysfunctional uterine bleeding. Concurrent conditions included abdominal pain, chronic cervicitis, dysplasia, leiomyoma nos and adenomyosis. Concomitant products included cyanocobalamin-tannin complex (b12), fluoxetine hydrochloride (prozac) since 2011, ibuprofen, liraglutide (victoza) and zolpidem tartrate (ambien cr) since 2014. In 2011, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On 8-nov-2011, the patient had essure inserted. On (B)(6) 2011, 24 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("infection (vaginal) / yeast infection/infection (bladder/ urinary tract/vaginal) type: yeast"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain upper ("stomach pain (severe and constant)"). The patient was treated with surgery (robotic laparoscopic total hysterectomy with bilateral salpingectomy), surgery (robotic laparoscopic total hysterectomy with bilateral salpingectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. In (B)(6) 2014, the nausea and weight increased had resolved. In (B)(6) 2014, the dyspareunia had resolved. At the time of the report, the pelvic pain, haemorrhagic anaemia, fatigue, dysmenorrhoea and abdominal pain upper outcome was unknown and the vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. (B)(6) 2012: dye confirmation test showed one tube was blocked and the other wasn't fully blocked yet. On (B)(6) 2012, physician gave me the results of my test which he stated that one tube was blocked fully and the other wasn't. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. New event stomach pain was added. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ severe and persistent pain/ pain'), genital haemorrhage ('abnormal bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal/menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal/menorrhagia)') and blood loss anaemia ('blood or heart disorder / condition - type: anemia') in a 38-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2012. The patient's medical history included fibromyalgia, thyroid disorder, anemia and dysfunctional uterine bleeding. (B)(6) 2012: dye confirmation test showed one tube was blocked and the other wasn't fully blocked yet. On (B)(6) 2012, physician gave me the results of my test which he stated that one tube was blocked fully and the other wasn't. Concurrent conditions included abdominal pain, chronic cervicitis, dysplasia, leiomyoma nos and adenomyosis. Concomitant products included cyanocobalamin-tannin complex (b12), fluoxetine hydrochloride (prozac) since 2011, ibuprofen, liraglutide (victoza) and zolpidem tartrate (ambien cr) since 2014. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)/menstrual cramps"), 24 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("infection (vaginal) / yeast infection/infection (bladder/ urinary tract/vaginal) type: yeast"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fibromyalgia ("plaintiff claimed other injury(ies) or complication(s) ¿ fibromyalgia") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2012, the patient experienced blood loss anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain upper ("stomach pain (severe and constant)") and thyroid disorder ("trouble with my thyroid"). The patient was treated with surgery (robotic laparoscopic total hysterectomy with bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. In march 2014, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. In april 2014, the nausea and weight increased had resolved. In may 2014, the dyspareunia had resolved. At the time of the report, the pelvic pain and vulvovaginal mycotic infection had resolved, the blood loss anaemia, fatigue, abdominal pain upper, fibromyalgia and thyroid disorder outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain upper, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, nausea, pelvic pain, thyroid disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: most symptoms and pain has gone. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: one tube was blocked and the other wasn't fully blocked yet.. Concerning the injuries reported in this case, the following one/ones were reported via social media: thyroid disorder quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: content from social media received. Event thyroid disorder was added. Outcome of pelvic pain and dysmenorrhea was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ severe and persistent pain/ pain"), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") and haemorrhagic anaemia ("blood or heart disorder / condition - type: anemia") in a 38-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2012. The patient's medical history included fibromyalgia, thyroid disorder, anemia and dysfunctional uterine bleeding. (B)(6) 2012: dye confirmation test showed one tube was blocked and the other wasn't fully blocked yet. On (B)(6) 2012, physician gave me the results of my test which he stated that one tube was blocked fully and the other wasn't. Concurrent conditions included abdominal pain, chronic cervicitis, dysplasia, leiomyoma nos and adenomyosis. Concomitant products included cyanocobalamin-tannin complex (b12), fluoxetine hydrochloride (prozac) since 2011, ibuprofen, liraglutide (victoza) and zolpidem tartrate (ambien cr) since 2014. In 2011, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), 24 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("infection (vaginal) / yeast infection/infection (bladder/ urinary tract/vaginal) type: yeast"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fibromyalgia ("plaintiff claimed other injury(ies) or complication(s) ¿ fibromyalgia") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2012, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain upper ("stomach pain (severe and constant)"). The patient was treated with surgery (robotic laparoscopic total hysterectomy with bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. In (B)(6) 2014, the nausea and weight increased had resolved. In (B)(6) 2014, the dyspareunia had resolved. At the time of the report, the pelvic pain, haemorrhagic anaemia, fatigue, dysmenorrhoea, abdominal pain upper and fibromyalgia outcome was unknown and the vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, haemorrhagic anaemia, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: one tube was blocked and the other wasn't fully blocked yet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: plaintiff fact sheet received. Events added from pfs- plaintiff claimed other injury(ies) or complication(s) ¿ fibromyalgia. Reporter information, lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ severe and persistent pain/ pain"), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") and haemorrhagic anaemia ("blood or heart disorder/ anemia") in a 38-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2012. The patient's past medical history included fibromyalgia, thyroid disorder, anemia and dysfunctional uterine bleeding. Concurrent conditions included abdominal pain, chronic cervicitis, dysplasia, leiomyoma nos and adenomyosis. Concomitant products included cyanocobalamin-tannin complex (b12), fluoxetine hydrochloride (prozac) since 2011, ibuprofen, liraglutide (victoza) and zolpidem tartrate (ambien cr) since 2014. In 2011, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 24 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhoea"). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("infection (vaginal) / yeast infection"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). The patient was treated with surgery (robotic laparoscopic total hysterectomy with bilateral salpingectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. In (B)(6) 2014, the nausea and weight increased had resolved. In (B)(6) 2014, the dyspareunia had resolved. At the time of the report, the pelvic pain, haemorrhagic anaemia, fatigue and dysmenorrhoea outcome was unknown and the vulvovaginal mycotic infection had resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. (B)(6) 2012: dye confirmation test . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.